Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6299838. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer used a 31 g x 8 mm bd ultra fine¿ short insulin pen needle for an injection and when he removed the needle from his injection site, the needle was not on the device. He was not sure if the needle broke off in his injection site but he felt the injection and he had to twist the needle and stretch his skin for it to be removed. The consumer was evaluated by his physician and he received an x-ray but the needle was not found.